Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cartridge cap and cartidge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/13/2016 with the following findings: the cartridge compartment threads and cartridge cap threads were damaged. The returned cap could not secure properly to the pump; a test cap was able to secure properly to the pump. Unrelated to the complaint, the keypad cover was torn. All keypad buttons were appropriately responsive.